Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since the day of implant, the implantable cardiac monitor (icm) experienced undersensing due to loss of contact. The icm remains in use. No patient complications have been reported as a result of this event.